Event description:
It was reported that during a spinal cord stimulation (scs) trial procedure, the patient complained temporary pain when the first lead was advanced through the epidural space. The second lead was placed without any problems and the procedure was completed. The scs trial was performed for pain from the gluteal region to the thigh, however, upon returning to the room, the patient complained of pain in an unusual location, the toe part of the foot. Therefore, the first lead was removed as it was considered to be the cause. The pain in the patients toes has mostly resolved. The explanted trial lead will not be returned as it was discarded at the medical facility.